Manufacturer narrative:
Further info from the reporter regarding event, product, or patient details has been requested. No add'l info is available at this time. The events of swelling and "skin that is warm to the touch" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported one week after injection with juvederm voluma xc in the cheeks the pt experienced "swelling and warm to the touch" at the injection site. Pt was prescribed keflex. Symptoms have not yet resolved.